Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while anticipating the treatment of an already deceased 33-year-old male patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.